Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the clips were not holding. Another was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled and fed the clips as designed. The clip form was within design specification. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated. Please send used clips back with instrument when possible. Each instrument is evaluated during the assembly process to ensure the clips feed properly and that the clip form is within design specification.